Manufacturer narrative:
Age at time of event: over 60 years old. Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the inner package was compromised. A 182cm luge¿ guidewire was selected for use to cross the lesion. However, upon removal of the device from the box, it was noticed that its pouch was unsealed. Another luge wire was selected and the procedure was successfully completed. No patient complications were reported.